Manufacturer narrative:
Medtronic is leading an evaluation of the reported tower 240v. Evaluation of the provided video shows that the operating room team interface was partially black but the blue banner where the instruments and arm numbers are shown is still visible. Further evaluation of the reported tower 240v is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the middle of a robotic laparoscopic whipple procedure, at the step of stomach dissection, the endoscope image was lost on the operating room team interface (orti) and the external screen. The user interface remained visible on the orti and external screen, but the images appeared black. There were no issues with the surgeon console 3d monitor. All cables and connections were checked. The storz system was restarted, and the endoscope was replaced; however, none of these actions resolved the issue. With field service engineer (fse) remote support, a temporary solution was implemented to continue the procedure by connecting a serial digital interface (sdi) cable directly from the storz system to an external screen. Following additional troubleshooting, the image suddenly returned to the orti. The cables were not changed back to digital visual interface (dvi). The procedure was completed successfully. There was a delay of 10 minutes due to the reported issue. There was no patient injury.